Manufacturer narrative:
(B)(4). Batch # t5ca8e. Photographic analysis: one photo was received. Upon visual inspection of a photo, the following was observed: the photo shows tissue from front view and no malformed staples were noted on the staple line. Based on the photos reviewed, the event describe cannot be confirmed.

Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5ca8e. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic sleeve gastrectomy the physician noted criss-cross formation with black gst staple reload. The physician waited full fifteen seconds with one small pulse to increase compression. No intra-operative consequences. It is unknown if a similar device was used or if the procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received: the surgeon reported that the ¿feet¿ of staples seem to be in random trajectories when the staple line is turned over and inspected. He stated that in the past, the staple lines looked nice and parallel. The surgeon first noticed this issue months ago. It was confirmed that the surgeon waits 15 seconds for adequate tissue compression prior to firing.